Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3986a, lot# n204861, implanted: (B)(6) 2009, product type: lead.

Event description:
The healthcare provider (hcp) reported, in relation to the patient implanted for peripheral neuropathy, that they were told by the patient that the spinal cord stimulator (scs) was not functioning. No further details were known. No patient symptoms were reported. Additional information received from the patient reported having pain. His device was working fine up until adjustments were made. That didn't work and then the manufacturer representative (rep) tested the battery. The battery was fine so it was stated that it must be a lead. The date of this was not known. He had some nerve problems. The device was reported to have failed. The patient was putting off replacement. He waited because his pain had subsided so his lifestyle changed. He then was having nerve pain and the hcp wanted to either take it out and put another back in, or remove it, do an MRI, and move on. The paddle failed. He was not sure why and it was unknown when this problem began. The battery had been tested and found to be fine years ago. It was then turned off years ago because the patient was anticipating replacing the battery. He then decided to wait and not get it replaced and see if he could get relief. He developed a problem that was somewhat severe 3 weeks ago. The issue was nerve pain again. It felt like knife stabbing in the shoulder blades and scapula. There was numbness in the right hand and pain down the arm. These were occurring in the nighttime. The patient was redirected to his hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.